Manufacturer narrative:
This report submitted as a result of a review of complaint files. Part has not been returned for investigation. The battery charger is not manufactured by teftec corporation.

Event description:
Client alleges that the battery charger sparked. Teftec is considering this a life-threatning event.